Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number - (B)(6). H10: a field service engineer (fse) went onsite and confirmed that the battery had no power and the device shut down automatically. The fse re-plugged the alternating current and the device turned back on. The device passed required performance verification tests per philips standards and was returned to service. H11: updated contact information and contact office entity. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00426. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit experienced an automatic shutdown. It was reported there was no patient involvement at the time the issue was discovered. The customer called the remote service engineer (rse) and reported that the unit had experienced an automatic shutdown. Onsite service and evaluation are pending.